Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a controller that had a software update on (B)(6) 2016 was triggering low flow alarms and the housing had a high temperature. This controller was utilized as the primary controller since the update. The patient and husband observed the following, despite the same settings, that the calculated flow was much lower than with previous primary controller, resulting in frequent low flow alarms.&#2068;he patient did not experience any clinical symptoms.&#2049;additionally, the infrared temperature measuring of the controller's temperature's housing, revealed temperatures above 57 degrees celsius; with the patient feeling very uncomfortable.&#1288;e controller had not been covered/underneath of anything.&#2068;he controller was exchanged by the husband with no reported consequences or impact to the patient. No additional information available.

Manufacturer narrative:
The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. However, at the end of the test run, both controller surfaces (top and bottom) felt warm to touch. Internal analysis of the controller found that the q3 transistor is warming its surrounding area and had a thermal measurement of 115.1°c which was within its operating specifications of 150°c. This could explain why the device was perceived to be hot, but there was no failure to the device. In addition there were several low flow alarms. Noting that the controller in question was the patients previous backup controller after smr upgrade, the potential causes of this medium priority alarm could be that the average flow dropped below the low flow alarm threshold, alarm threshold too close, suction, rpm too high or too low, high blood pressure and or low outflow graft kink. However the controller in question performed as expected on a bench setup. No failure detected- "the fds8447 q3 power mosfet transistor performed within its operating specification of -55°c to 150°c." Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.